Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in 2018, for several months, the patient had been in pain. The patient had not been using their ins for "a while" and had tried to endure the pain without the use of the ins. Around the first week of (B)(6) 2018, the patient noticed they could not feel the vibration from the stimulation despite the programmer indicating the ins was on. They did not report any falls or trauma. During the call with patient services, the patient confirmed they could increase their stimulation to 7.0 volts, but still could not feel any stimulation. They were redirected to see their doctor to check the implanted device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-oct-16. The pain began in january, 2018 and the patient last felt stimulation in (B)(6) 2018. They first tried to turn their ins on in (B)(6) 2018. The patient did not use their device for several months due to something not device related. There were no circumstances that led to the loss of stimulation. No steps were taken to resolve the issue. No further complications were reported/are anticipated.